Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced blockage and the cannula was filled with blood. The blood glucose level of the patient was 420 mg/dl which was corrected by correction bolus via pump. Moreover, the site was lower back. No further information available.